Manufacturer narrative:
(B)(4). Premature sled movement the device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, on the third firing with a gold reload the blade moved approximately 3mm then stopped moving. Despite numerous attempts to power device, it did not move. The reverse button was pushed and the knife returned to its initial position. Staples that were fired were formed. The two precedent firings were both with black cartridges. It is unknown how the procedure was completed with same/like device. No adverse consequence to the patient reported.